Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The clinician text me this am. She said the certas plus toolkit in the residents call room was not working. Specifically, the indicator tool that measures the pressure setting. They need a replacement. The resident tried to reprogram a valve and the indicator tool is broken. It was not in the or. There was no patient issues. No delays. They just went and got the cp toolkit out of the or and used that toolkit. All I need is a replacement indicator tool.

Manufacturer narrative:
(B)(4). The tool kit was returned and evaluated. The indicator dial was not moving freely in the window. The dial was only able to be moved by introducing an external magnet. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. Based on the information available, we are unable to determine how the device may have become damaged. While we were not able to conclusively determine root cause, the IFU states: "replace the indicator tool immediately if dropped (or suspected of being dropped) to ensure accurate performance." Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.